Manufacturer narrative:
Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient tested with vancomycin (vaan3) assay on a cobas 6000 c501 module serial number (B)(4). On (B)(6) 2023 the customer ran the sample and got the following results: initial result: 0.0 mg/dl with a data flag. Re-test result: 0.0 mg/dl with a data flag. The questionable results were reported outside the laboratory. The physician doubted the results and asked for the sample to be repeated. Re-test result: 12.3 mg/dl (2nd re-test) re-test result: 13.1 mg/dl (3rd re-test).

Manufacturer narrative:
The investigation determined that the cause of the event was consistent with a pre-analytical issue.